Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend (vse) instrument was intermittently working with the e-100 generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer swapped out the vse instrument for a backup instrument, and it was firing with no issues with the e-100 generator and the erbe generator. The customer informed they would return the bad vessel sealer instrument. The customer continued on with the case. The procedure was completed as planned with no reported injury. Isi followed up with the customer for additional information concerning the reported event. However, they did not have additional information to provide on the reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The issue was resolved after the customer swapped to a backup vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) did not receive the instrument with the alleged issue to perform failure analysis. Although the complaint regarding the vse instrument not working intermittently was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.